Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) leads had migrated as revealed via x-ray. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. Nothing was explanted.